Event description:
On (B)(6) 2010, patient's mother reported patient's infusion device went blank today and does not start back up. Mother stated the battery and battery cover was replaced last week. Had mother remove battery from the infusion device and insert a new one from the same package; infusion device would not restart. Mother is switching patient to backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.